Event description:
Procedure: esophago-jejunostomy. Patient sex: unk. Reportedly, the instrument was fired over the jejunum, but it would not open when the surgeon attempted to remove it. The instrument was cut off from the tissue after the surgeon attempted to open the device through other means. There was some bleeding from the tissue which required the application of another device.